Manufacturer narrative:
Additional information received on 09/23/2019, indicated that the left device and right device information were mistakenly reported by the reporter to mentor were reversed. The correct information for the left device serial number is (B)(6), and right device serial number is (B)(6). Implantation date was on (B)(6) 2017. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/28/2019, additional information indicated that the right side was not deflated. Patient underwent bilateral removal and replacements as follow: right replaced with cat#: 3505650bc, sn#:(B)(4), and left replaced with cat#: 3505650bc, s/n#: (B)(4). This report is for the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor smooth round spectrum 425cc saline breast implants which bilaterally deflated after implantation. Doctors office reported bilateral deflation. As a result patient underwent bilateral. Removal and replacement, left with ref/sn 3505590bc/(B)(4), and right with ref/sn 3505590bc/(B)(4) on (B)(6) 2019. This report is for the right side.